Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient experienced a swollen right neck, swollen jaw, and abdominal pain. The patient went to the emergency room and was diagnosed with a pneumoperitoneum. The patient was treated with an unknown intravenous antibiotics and a one time dose of intravenous fluconazole. At the time of report, the patient was not being treated with any medication, resting, and waiting for the pneumoperitoneum to resolve.